Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was trying to change the set and her insulin pump will not rewind. Customer's blood glucose was over 600 mg/dl. Customer treated with the pump. Customer stated that she feels okay. It was found that the customer delivered a dual/square wave bolus. Customer stated that she thought she delivered a normal bolus. Customer stated that she thinks this may be the reason that her sugar was running high. Customer had symptoms of high blood glucose such as thirst and pain in her arm, legs, and muscles. Troubleshooting was performed and customer's blood glucose was now 550 mg/dl.